Event description:
A surgeon reported that during implantation of an intraocular lens (iol), the haptics came off. The surgical incision was enlarged to facilitate removal of the damaged iol. During the procedure, the capsular bag tore and an anterior vitrectomy was required. An anterior chamber lens was then implanted. On postop day one, release of intraocular fluid through the paracentesis was required due to increased intraocular pressure. The patient's visual acuity (va) prior to procedure on 03/2002 was 20/30. Va on 05/2002 was 20/80 p.h. 20/60. The surgeon stated the patient's vision continues to improve.